Event description:
During shift check, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The customer attempted troubleshooting by replacing the lifeband and the autopulse li-ion battery, but the ua persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to a failed load cell. The cracked cover and load cell failure were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in 2017 and is more than five years old. Upon visual inspection and unrelated to the reported complaint, a crack on the front enclosure was noted, likely attributed to user mishandling, such as a drop. In addition, unrelated to the reported complaint, observed that the belt clip did not lock securely in the drive shaft on the autopulse platform, likely attributed to the age of the device. The front enclosure and the belt clip retainer were replaced to address the observed damages. The archive data indicated multiple ua07 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during the power-on-self-test. The load cell characterization indicated single point load cell module 1 failed. The failed load cell was replaced to address the ua07. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(4).